Event description:
Unomedical reference number (B)(4). Event occurred in ireland. Patient reported that there was blockage is located at the site. Issue occured in one set. Blood glucose level of patient was high and traces of ketones were found. No further information was available.